Manufacturer narrative:
Date sent: 7/10/2008. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a breast biopsy procedure, the cutter returned small, choppy samples, was transitioned forward to take another sample and the cutte jammed while retracting a sample and a green cable error occurred. The cutter was able to be retracted and a large sample was removed. A marker was placed and the probe was removed without any issues. The case was completed with no adverse pt consequence reported.